Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was transferred to a different hospital for care where the sensing vector was reprogrammed and no further shocks were received. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after experiencing a shock. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), the patient had received four shocks over the last several days due to t wave oversensing and potential p wave oversensing. The patient was laying down at the time of the shock delivery. It was further noted the patient is on dialysis. Boston scientific technical services (ts) was consulted and suggested trying to reproduce the oversensing in different vectors and further determine if the patient has had any changes in weight or if it is related to dialysis treatment. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient received multiple additional shocks while sleeping due to likely t wave oversensing. However the amplitude was not as low as the previous shocks. It was noted that the patient had lost approximately 50 pounds since implant. The physician reviewed x-rays from implant and noted good position. Boston scientific technical services (ts) was contacted and suggested further investigation including palpitations and testing system position with different positions. The field representative stated that the patient underwent a revision procedure shortly after where the electrode was repositioned along sternal track. No additional adverse patient effects were reported.